Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported, that the patient experienced a skin reaction with itching, burning, redness, inflammation, and drainage at the needle puncture site, which occurred two days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, amoxicillin. No additional event or patient information is available.